Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorpho ne) with an unknown dose and concentration via an implantable pump. It was reported the pump was flipped. There were no factors reported that may have led or contributed to the issue. No diagnostics or troubleshooting was reported. Actions/interventions included surgical intervention where they did surgery to flip the pump back over. It was noted that the surgery was successful. It was noted that the issue was resolved at time of report. The patient's status was alive-no injury. The patient's weight and medical history were asked but unknown. The event date was 2020. No further complications were reported/anticipated.